Event description:
A lavh was started, but aborted. The koh cup was left in the pt. The pt complained of a vaginal discharge, but no pain. The pt returned to the ob/gyn who performed an external exam. The pt eventually returned to the primary physician who performed an internal exam removing the koh cup. The pt was treated with a vaginal wash and prescribed antibiotics. The procedure has been reported to have occurred in 2007.

Manufacturer narrative:
In keeping with good medical practice, it is the responsibility of the physician to ensure all non-implantable devices are removed from the pt.